Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
The customer reported that he inserted an infusion set incorrectly which caused elevated blood glucose levels. Customer declined to provide any more information, including infusion set product or specific blood glucose levels.